Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received. "I lost 124lbs on the lapband and have kept it off, however I developed a upper hernia. Getting the hernia repaired, band removed and gastric sleeve".

Manufacturer narrative:
The patient posted again with new information after the complaint was closed.. The multiple attempts to obtain additional information for an investigation were made and were unsuccessful.

Event description:
"In 8 years I lost 116lbs on the lap band. I had to have it removed because my port was bad. I did get a revisions.. Which you don't loose the weight as fast but am still loosing."